Event description:
Patient was implanted with radial head construct on (B)(6) 2012. Patient was returned to the o.r. On (B)(6) 2012 for removal of hardware due to subluxation. There were no reported problems during the surgery. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies.